Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 728 mcg/day via an implantable pump. It was reported that during a pump refill, the device stated that the residual amount in the reservoir should be 5.3 mls, however, the actual volume removed was 9 mls. During this period, the patient had short unexplained periods of baclofen withdrawal. This had happened 2-3 times in the past 3 months. It was stated that the patient was in a chair, no falls were reported and no magnetic resonance imaging (MRI). There were no motor stalls noted on the logs, a catheter access port (cap) dye study performed on 2025-may-01 had indicated that the catheter was patent. When the rep asked if this had happened before, they indicated that there was always more in the reservoir than expected. The nurses showed the rep the previous records: 2025-feb-5 - expected 5.0 ml; actual 9.0 ml 2024-oct-23 - expected 3.6 ml; actual 7.0 ml 2024-jul-03 - expected 8.4 ml; actual 11 ml 2023-dec-18 - expected 5.7 ml; actual 9 ml they were now concerned that the actual daily dose was not being delivered. The rep observed the refill and could confirm that this was done appropriately and the correct volumes were used. Actions/interventions taken included during the periods of acute withdrawal oral baclofen was taken. The issue was not resolved at the time of the report. No interventions had taken place and the daily dose was increased on 2025-may-13. A surgical intervention did not occur. Additional information received from the session long report indicated that service code 303 [pump time is out of sync with programmer time] was seen. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancies and concern that the actual daily dose was not being delivered was unknown. The rep stated that there was a concern that the daily dose was not being delivered as at certain times the patient exhibited symptoms of withdrawal. Regarding the 303 code, it was stated that the cause was the hospital programmer did not have the correct time programmed. The 303 code resolved. The pump remained implanted and operational in the patient. Additional information received indicated that the patient's symptoms of acute baclofen withdrawal included a severe increase in whole body tone, tachycardia (140), sweating, on at least one occasion itching, and episodes of increased tone had tended to occur in the evening and last <(><<)> 24, with oral baclofen used to partial effect. When asked if the volume discrepancies and patient symptoms resolved, it was stated that the volume discrepancies had not resolved, the medtronic rep had observed the refill to ensure this was being done correctly. The symptoms of acute withdrawal lasted <(><<)> 24 hours and were still occurring intermittently. Oral baclofen had been used for symptom control, program logs revealed no motor stall, catheter dye study had been performed and medtronic had been notified.